Event description:
During the procedure, it was reported that the physician was not able to reposition the pipeline because the capture coil was stuck in the vessel. The physician decided to remove the pipeline, but the pusher separated near the capture coil. An attempt to remove the pipeline with an alligator retrieval device was made, but was not successful. The physician then tried to open the distal end of the pipeline with a hyperglide and sceptor balloon without success. The pipeline was then removed by surgically opening the vessel. It was reported that the patient experienced a stroke and was in a pharmacological coma.

Manufacturer narrative:
The device was returned for evaluation and the pushwire was broken into two segments. Analysis of the cross section at the break point showed the failure of the pushwire occurred due to torsional overload. The pipeline was examined and found opening with the distal braids damaged. Pushwire separation. (B)(4).